Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of reduced angulation was confirmed due to worn angle wire. The device evaluation found the reportable malfunction of the nozzle had foreign material. Follow-up with the customer was performed. The customer cleaned, disinfected, and sterilized the device. The customer did not have any idea what the foreign material was. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle/channel with the detergent solution. The following non-reportable findings were found during evaluation: bending angle in up direction did not meet the standard value due to wear of angle wire, water tightness was lost due to damage on upward/downward angulation control knob, plastic distal end cover had a dent, adhesives around light guide lens had white-clouded area, adhesive around objective lens was peeled, suction connector had a crack, suction connector was deformed, protector of universal cord on suction connector side had a scratch, paint on suction cylinder was peeled, switch 4 had wear, switch 1 had a scratch, universal cord had a wrinkle, scope cover was shaved, control unit had discoloration, adhesive on bending section cover had white-clouded area, adhesive on bending section cover had a crack, adhesive on bending section cover had a chip, the play of upward/downward angulation control knob is out of the standard value due to wear of angle wire, connecting tube had a buckling, and connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had reduced angulation. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.